Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a stent placement procedure in the ureter, performed on (B)(6) 2019. According to the complainant, during unpacking, it was noticed that the stent shaft was broken in half. Another percuflex plus ureteral stent was opened and successfully completed the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event.